Event description:
On 2/8/99 at 1400, pt was found out from bed with IV site at right forearm, swollen with redness. Upon removing the catheter, only 3/4 of the catheter came out and approx 0.5 to 1cm of the catheter tip was enlodged in the vein. A non-radiopaque IV catheter was used, its location cannot be seen by x-ray.